Manufacturer narrative:
Result: carrier arm had a broken weld at the pivot.

Event description:
It was reported by service report that the foot right siderail carrier could not be locked in the up position. No patient involvement or adverse consequences were reported.